Event description:
(B)(4). Reason for original complaint ¿ patient revised to address cup that was put in vertical and retroverted. Update 01/18/2012 - litigation papers received. They allege that patient had elevated metal ion levels. Reopened to add the femoral head. Corrected patient's first name. Update 2/13/13 - asr/supplemental information received. Part/lot and doi have been updated for the left hip. There is no new information that would change the outcome of the investigation. Update rec'd 4/30/2015- ppd and medical. Records received. Ppd and medical records received on 12/2/2013. These records were reviewed for MDR reportability on 4/30/2015. After review of the medical records (sticker sheet) the stem is being added for the alleged high metal ions-no part or lot provided. No labs were provided. The complaint was updated on: 5/5/2015.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.